Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for implant using a large flexnav delivery system. After pre-dilatation, low flow in the left coronary artery (lca) was observed; therefore, the chimney technique was performed to protect the lca. When the flexnav ds was positioned in the patient's valve, pressures dropped. Stenting of the eft anterior descending artery (lad) was performed due to ischemia. A second attempt to position the flexnav ds was performed, however pressures dropped again. Cardiopulmonary resuscitation (CPR) was performed and the patient was placed on ECMO perfusion. A third attempt to implant the valve was performed. The valve was exchanged for a new 27mm navitor valve due to the first valve becoming too dry. The second valve was successfully implanted. The patient did not remain hemodynamically stable and there was a clinically significant delay due to CPR. On (B)(6) 2023, the patient was extubated and ECMO was removed. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of ischemia during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There was allegation of malfunction against the abbott device.